Manufacturer narrative:
Reported event: an event regarding corrosion/trunnionosis involving an accolade stem and a metal head was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. Visual inspection was performed as part of the material evaluation and indicated the following comments: a small amount of damage from being in contact with a hard, sharp object, consistent with explantation is noted on the device. There is a no allegation of failure against this device which is a poly component and therefore cannot contribute to corrosion. A full complaint investigation is performed for the stem and head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery update 22 january 2021: the surgeon reported that the revision was due to: trochanteric syndrome and trunnionosis. The patient felt pain. Head and liner explanted. Sleeve and biolox head implanted on damaged trunnion. Changed the liner to a 10 degree lip liner, and not proceeding to explant the well fixed femoral component.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revision surgery: update 22 january 2021: the surgeon reported that the revision was due to: trochanteric syndrome and trunnionosis. The patient felt pain. Head and liner explanted. Sleeve and biolox head implanted on damaged trunnion. Changed the liner to a 10 degree lip liner, and not proceeding to explant the well fixed femoral component.